Event description:
A malfunction alarm was reported, specifically involving a software error. Blood glucose level of the customer did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer successfully reset the pump and continued using it without further issue, understanding to contact support if the malfunction recurs.